Event description:
Allegedly, revising pt's knee due to infection. Removed poly insert and a crack on the tibia component was present. During extraction the tibia implant split in half.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.